Event description:
During a colectomy, the surgeon used the stapler with a blue load to dissect the colon. The stapler fired but would not release and was locked closed on tissue. A stapler release kit was used to remove the stapler.